Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited undersensing of the atrial channel which resulted in several episodes of what appeared to be an atrial driven rhythm with rapid ventricular response (rvr). As a result, several rounds of anti-tachycardia pacing (atp) and shocks were delivered. Technical services (ts) was contacted and recommended possible reprogramming options. This right atrial (ra) lead remains in service. No additional adverse patient effects were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".